Manufacturer narrative:
Evaluation summary: the shaft of the amphirion deep was found kinked proximally close to the exit port of the guide wire. Another damaged point was detected on the hypotube at 7'0 mm from the shaft welding. Traces of blood was found over the balloon, it appeared used as it was inflated by radio opaque solution. The 0.014" guide wire was inserted from the tip without friction or abnormalities. An attempt to inflate the balloon was performed and no leakage or pinhole was detected. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a btk artery using amphiprion deep. The lesion is excessively calcified with 99% stenosis and vessel was slightly tortuous. There was no stenosis at the proximal end of the lesion site. And no previous stent implanted. At the proximal of the lesion. It was reported that resistance was felt due to calcification at lesion site. Physician continued to deliver the relevant device and inflation was carried out. When physician attempted to delivery the device deeper, the shaft - the portion outside of the sheath, was confirmed to be kinking. At the same time patient's blood vessel was damaged and had bleeding. It seemed difficult to continue the operation with the device and it was removed from patient. Physician noted kinking nearby the exit port of the shaft. The damaged vessel area was covered by another balloon (detail unknown) to achieve hemostasis. Physician stopped using the device and used a new amphiprion deep (2.0 x 80) to complete the procedure. The bleed was cured the next day and patient was discharged. There was mild adverse effect to patient. Physician commented that kinking of the device caused damaged blood vessel and bleeding. Hemostasis was achieved using another balloon. It has been frequently pointed out the weak durability of the shaft of amphiprion deep from the physician (no specific case has not been reported). Other manufacturers have a propensity to produce thicker and harder shaft to treat severely calcified evt. Compared to those devices, amphiprion deep has thinner and weaker shaft. Now that it becomes old type model. As number of evt cases increases, number of physicians increases to treat severe cases. Therefore, other manufacturer's devices have been improved to correspond to those requirements. The physician stated that it eventually could not pass the targeted lesion site unless using other manufacturer's 1.25mm balloon so that it was acceptable result in this case. After the event occurred, it was successful in achieving hemostasis. Fortunately, there was no severe adverse event to the patient.

Manufacturer narrative:
.